Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that no p-waves could be measured and no capture verified with the patient's right atrial (ra) lead. A chest x-ray was performed which showed the lead to be in good position. It was further reported that a device check was done, and parameters indicated normal function. The ra lead remains in use. No patient complications have been reported as a result of this event.